Manufacturer narrative:
The reported complaint of "broken pump lid and broken pump rotor on the thermogard xp ivtm system (sn (B)(4))" was confirmed during the visual inspection. The probable cause for the reported complaint could be due to normal wear and tear of the ivtm system or could be due to damage sustained by user mishandling. The thermogard xp ivtm system was manufactured in 2015 and is almost 5 years old. Upon visual inspection, no other physical damage was observed. After replacing the pump lid and pump rotor, the thermogard xp ivtm system passed the initial functional testing without any error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During device check by hospital biomedical department, the biomed noticed broken pump lid and broken pump rotor on the thermogard xp ivtm system (sn (B)(4)). No patient involvement.